Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that sometimes it is hard to reconnect to the implant with the handset and communicator. The device keeps looking and circling. The issue started almost since they started using the device. Agent confirmed they have the communicator placed vertically, no emi, and, they can palpate the device suggest the patient lean forward or cross their legs. The patient said sometimes they place it on skin and sometimes over clothing. The patient was able to connect on the phone, and then they got a message: communication connection lost. The agent reviewed that the communicator doesn't connect to the implant when plugged in and charging. After unplugging the r, the patient successfully connected. Sometimes they get tired of trying and do not find it. The patient does not know if the implant moved. Sometimes when they get out of the car, it hurts. The site hurts all the time. Before, they couldn't lay down on their left side because it hurt almost like when they got the implant. The soreness started maybe a month ago. It feels a little better. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.